Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. All investigation procedures and testing, including decontamination, were performed. Evaluation of the returned device revealed that two flaps of the hub rotator were damaged. The unit was able to connect into mdu system properly. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).

Event description:
Same case as MDR # 2134265-2013-03402 and 2134265-2013-03403. It was reported that during percutaneous coronary intervention (pci), the ilab motor drive unit 5 (mdu5) was unable to perform pullback. The procedure was then completed with a different device. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR # 2134265-2013-03402 and 2134265-2013-03403. It was reported that during percutaneous coronary intervention (pci), the ilab motor drive unit 5 (mdu5) was unable to perform pullback. The procedure was then completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).